Manufacturer narrative:
E1. Initial reporter facility name: the second affiliated hospital of guizhou university of traditional chinese medicine h.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for leakage and underfill was observed. Damage was not observed. 100 retention samples from bd inventory were visually inspected with no issues observed. Additionally, 20 retention samples were functionally tested for underfill and all tubes drew within specification and no leaking was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for leaking and underfill based on the photo provided. This complaint was unable to be confirmed for damage. All retention sample testing was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 5.4mg plus blood collection tubes that the tube barrel was misshaped, it underfilled, and the blood sample leaked from the stopper. The healthcare worker was wearing gloves and was not exposed to the sample. There was no health impact or consequence reported.